Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was not hospitalized for the event. One day after onset, the patient began treatment for the peritonitis with vancomycin (intraperitoneally (ip), 1 gram/bag (frequency not reported) and meropenem ( 250 mg, ip, 3 exchanges per day). On an unreported date, the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. No additional information is available.